Event description:
Endurant ii limbs were implanted in the endovascular treatment of a 66.1mm aaa. It was reported during the index procedure, the physician planned to land the endurant stent graft limb 1624124 in the right common iliac joint by 2cm after measuring with the gold standard pigtail. During the procedure, the stent graft 1624124 was not landed by2 cm in the right common iliac joint. The distal end of 1624124 just passed the aortic bifurcation but the length was found to be insufficient. It was noted that after being implanted, the length of 1624124 implanted in the body could not be measured but it was only anchored 10mm in the right common iliac artery, and it was 10mm shorter than the expected anchoring length. The patient vessels were tortuous, which might have caused measurement differences. At this time, the only way was to connect another iliac leg and 162493 was chosen. After connecting 162493, it was found that 162493 could not land in the right common iliac joint sufficiently despite adequate overlap at the proximal end and could not achieve sufficient anchoring. A modified endurant cuff 282845 was implanted instead where the bare metal stents of the cuff was removed outside the patient prior to the implantation and the 162493 was not implanted and was withdrawn from the patient. The 1624124 stent had already been implanted in the body and could not be withdrawn. Per the physician the cause of the event is undetermined but noted that it is believed that the size of 1624124 was shorter than the labelled length no additional clinical "sequelae" were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported dimensional deviation could not be confirmed on the limited films provided; therefore, the cause of the event could not be determined. Angiogram videos showing the exact moment of deployment of the stent etlw1624c124ee and positioning of the etlw1624c93ee were not available for review. The distal fabric margin of the right limb stent graft landed short of the right common iliac bifurcation. It is possible that the patient's tortuous iliac anatomy may have led to measurement discrepancies. A likely type ia endoleak was identified during film analysis. It is possible that the angulated neck may have been a factor. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. Two (2) images capturing the shelf carton label and the device handle label. The customer facing number (cfn) and serial number on the carton label match that reported by the account. The product size stated on the handle label match the cfn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported that a type ia endoleak was identified during the index procedure. The endoleak was treated with a compliant balloon during the procedure and resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the device was returned with the external slider in the home position. There was a kink to the graft cover between the stent stop cup and the distal end of the stent graft. There was deformation to the graft cover tip, and there was a 0.5mm gap between the graft cover and the taper tip. There was a bend to the taper tip and the pre-deployed stent graft measured 85mm in length. Ruler calibration no. 803523. The reported dimensional deviation could not be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.